Manufacturer narrative:
A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information available.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leaked with power injector "1. Instrument use: may 16, 2025 2. Reason for use: for the patient CT angiography (angiography) examination needs to carry out contrast injection 3. Method of use: with a high-pressure syringe, the contrast agent is injected into the patient's bloodstream. 4. Adverse reactions: high-pressure syringe try to inject smooth, injected contrast agent partially developed, check the patient found closed intravenous indwelling needle white isolation plug off, contrast agent leakage 5. Take treatment measures: immediately replace the closed intravenous needle, reconfigure the liquid injection 6. Adverse event symptomatic improvement: improvement, the new closed venous needle can be used normally ".